Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. Litigation alleges the patient suffers from friction and wear between head and liner, large amounts of toxic cobalt-chromium metal ions released in blood, tissue and bone, pain, discomfort, inflammation and difficulty ambulating. (B)(6) 2006 ; (B)(6) 2017 (left hip). Patient is bilateral, please see (B)(4).

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges infection and metal wear/metallosis.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided.